Event description:
As reported in the intl journal of cardiology, 21 mos after percutaneous coronary intervention (pci), f/u angiography revealed delayed healing at the overlap site of two cypher stents.

Manufacturer narrative:
A pt code for delayed healing could not be found. Therefore, "other" was used instead. The pt initially presented with a 2-week history of exertional angina. Coronary angiography revealed 3-vessel disease. The pt underwent coronary artery bypass graft surgery with anastomosis of the right internal mammary artery (rima) to the distal left anterior descending artery (lad), the left internal mammary artery (lima) to the second obtuse marginal branch of the left circumflex (lcx) and aorta-radial artery to the right coronary artery (rca). The post-operative event was uneventful. At 39 mos later, the pt developed recurrent angina and coronary angiography revealed a totally occluded distal rca with grade ii collaterals from the lcx. Pci was performed on the distal rca. A 3.0x28mm cypher and a 2.5x23 mm cypher stent were deployed using an overlap technique. The pt had no angina for ten mos, but then exertional angina recurred. Repeat angiography revealed progressive proximal stenosis of the rca. Repeat pci was performed with two cypher stents, a 3.5x23mm and a 3.0x23mm, at an overlap. At 11 mos later, the f/u angiography was conducted. It showed no in-stent restenosis but showed exposed stent struts at the proximal edge and at the overlap in the rca. At the mid-portion of the rca, the struts, although covered with neointimal, were discerned fairly easily. In contrast, the distal portion of the rca, stents implanted for 640 days, were thickly covered by neointimal and the stent struts were not visible. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and eval. A male exhibited very delayed healing at sites of cypher stent overlap of the intima 21 days post-implantation as evidenced by visible stent struts. The pt experienced exertional angina and a cardiac catheterization revealed 3-vessel disease. The pt underwent coronary artery bypass graft surgery including bypass of the rima to distal lad, lima to second om of the circumflex and aorta-radial artery to the rca. Approx 3 yrs later, the pt experienced recurrent angina. Coronary angiography revealed a totally occluded distal right coronary artery (rca), with grade ii collaterals from the circumflex (lcx). Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The acc defines total occlusion greater than 3 mos old and/or bridging collaterals as a high-risk lesion with less than 60% success rate of treatment. It is unk the location of the bypass graft and if it was patent. Debulking of the lesion was not reported. Pci was performed and a cypher 3.0 x 28mm and a cypher 2.5 x 23mm were implanted using the overlapping technique in the distal rca. Ten months later exertional angina recurred. Repeat coronary angiography showed progressive stenosis of the proximal rca, and repeat pci treatment with cypher 3.5 x 23mm and cypher 3.0 x 23mm using overlapping technique were implanted in the proximal rca. Approx 21 mos after the implantation of the first two stents, f/u studies were performed and angiography revealed no in-stent restenosis, but it showed exposed stent struts at the very proximal edge and the overlap site of the rca. At the mid portion of the rca, the struts, although covered with neointima, were discerned fairly easily. In contrast, at the distal portion of the rca, the stents implanted for 640 days were thickly covered by neointima and the stent struts were not visible. Animal studies have shown delayed endothelialization to be more common in overlapping stent segments than in non-overlapping stent segments for both sirolimus-eluting stents and bare metal stents. One of the predictors of very late stent thrombosis is stent overlap. The very late endothelialization in the overlapping segments may be contributed to the factors of drug overdose and a hypersensitive reaction to the polymer. In addition, the study reports that when sirolimus-eluting stents are overlapped there is a theoretical possibility that blood flow may be altered at the overlap site, thus preventing complete endothelialization. Stent overlapping may increase the likelihood of subsequent stent strut malapposition and risk of thrombosis. The event description was captured from a literature review search; therefore, we are reasonably unable to obtain lot #s to provide a DHR review. Based on the info provided and without the prods available for analysis , it is not possible to draw a conclusion about a clinical relationship between the device and the event. Reference: m. Fchikawa, c. Yutani, t. Hayashi, t. Nakata, a. Iwata, y. Lim and m. Mishima, angioscopic findings of delayed healing at sites of sirolimus-eluting stent overlap after 21-mo implantation, intl journal of cardiology, (2007). This is one of two devices associated with the reported event that were reported under the following mfg #s: 9616099-2008-00374 and 00375.